Event description:
The customer reported that they were unable to deliver demand mode pacing to a bradycardic patient. There was no death or serious injury.

Manufacturer narrative:
The customer reported that they were unable to deliver demand mode pacing to a patient. There was no death or serious injury. A follow-up report will be submitted upon completion of the investigation.